Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not opening. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system the door inside the drawer was not opening and jammed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.